Manufacturer narrative:
The reagent lot number is 92877101 and the expiration date is 30-sep-2027. The calibration and qc recovery data provided was within specification. The alarm trace showed sample clot detection and abnormal sample pipettor aspiration alarms. The field service engineer (fse) replaced the sample probe, cleaned a solenoid valve, decontaminated the module, and performed hardware check successfully. The customer performed qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable creatinine jaffe gen.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 6.86 mg/dl. The doctor questioned the result as it did not match the patient's clinical picture, which prompted the customer to repeat the sample. The sample was repeated on another analyzer and the result was 0.941 mg/dl. The repeat result was deemed correct.